Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed there was a collimator error. The representative adjusted the collimator and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure there was an error initializing the collimator on the imaging system. Three reboots of the system and revalidating home did not resolve the issue. There was no patient present when this issue was identified. No additional information was provide.